Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose in the early morning of may 18, 2024. Customer also reported having a high blood glucose on an unspecified date due to insulin flow block. No treatment was mentioned for the high. No symptoms of low or high were reported. Troubleshooting was done for the low but not for the high. Customer had been using the pump within 48 hours of the low. Smartgaurd was used during the low. It was unknown if pump was used within 48 hours of the high. It was unknown if smartgaurd was used during the high. Pump is not returning for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, high blood glucose and low blood glucose. The customer reported low blood glucose value was 3.1 mmol/l and high blood glucose value was 17.4 mmol/l. The customer reported hypoglycemia was treated by suspending the insulin. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported low blood glucose and high blood glucose. The customer reported insulin flow blocked. The customer also reported issue with infusion set bent and quick release was not adjusting correctly. No further patient complications were reported. No product return is required for mmt-1885. It was unknown whether the customer will continue or discontinue the use of the device.